Manufacturer narrative:
D2b: lgw - qrb.

Event description:
It was reported that the patient experienced a discomfort at the implantable pulse generator (ipg) site and the ipg was no longer working as intended. The patient underwent an ipg replacement procedure.